Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement as the rv lead pulled back towards the valve. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that the lead dislodgement was confirmed through x-ray and lead testing. Additional information received indicating that this lead was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement as the rv lead pulled back towards the valve. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement as the rv lead pulled back towards the valve. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that the lead dislodgement was confirmed through x-ray and lead testing.